Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed, and the patient will be seen in few months for another evaluation.